Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead placement the guidewire became stuck inside the lead and could not be removed. The lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event.